Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One flo thru dpt with stopcocks at both ends was returned for examination. The reported event of pressure measurement issue was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. The pressure did not show any drift during output drift testing and met specification. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from the dpt cable connector. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a disposable pressure transducer, the pulmonary artery pressure value was inaccurate. The expected value was 10 mmhg and the value on the monitor was 1 or a minus value. The dpt was zeroed before use. A nihon kohden patient monitor was used. It is unknown if there was an error message observed. The device was exchanged, and the problem was solved. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Japan model number added.